Manufacturer narrative:
The device's keylog was further evaluated by a customer quality engineer and the unexpected shutdown was verified. It was found that battery 1 was low on charge and is older than the recommended 2 year replacement cycles for batteries. The battery pins were replaced and the device passed functional and performance testing. The device was returned to the customer. The root cause of the unexpected loss of power is worn battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. There was no patient use reported with the event.